Event description:
It was reported by service report that the bed had no power due to the power cord being frayed. It is unk if there was pt involvement or if there are adverse consequences to report.